Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension; product ID: 3387s-40, lot# va1q0mk, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 3387s-40, lot# va1myq4, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that all hardware was removed. The devices will not be returned as customer discarded.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 25-jan-2023, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 25-jan-2023, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 31-jan-2021, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 10-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dbs therapy indications. It was reported the patient had an infection at the ins site, as well as erosion, and they were removing the system. No further complications were reported as a result of this event.